Event description:
It was reported that during implant, the coronary sinus was dissected. The patient was asymptomatic and an echography showed no sign of damage. The lead was not implanted, and the patient would continue to be monitored.

Manufacturer narrative:
The lead was not used.